Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., and h.11. The used company cartridge was returned. Viscoelastic was observed in the cartridge. The cartridge tip had heavy stress and a large aneurysm on the bottom center, which has torn. The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens was returned pressed into the well area of the lens case base. Viscoelastic was dried on the lens. One haptic was broken-gusset area, returned. The lens was cleaned with klrp for further evaluation. The optic had angled cracked areas on the edge that may indicate a plunger underride occurred. Thirty-five unopened company cartridges for lot 16008797 were also returned. Four samples were randomly selected for testing. The samples were opened for evaluation. The company cartridges were numbered 1-4 for evaluation purposes. The four selected company cartridges were opened and microscopically examined with no damage observed. The company cartridges was functionally tested per the IFU. No lens or cartridge damage was observed after the lens deliveries. The company cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Company product history records were reviewed and documentation indicated the product met release criteria. A qualified lens model/diopter was indicated. It is unknown if a qualified handpiece and viscoelastic were used. The root cause for the reported issues may be related to a failure to follow the IFU. The company cartridge and lens had damage that would indicate plunger underride occurred. The cartridge tip had heavy stress and a large aneurysm on the bottom center, which has torn. The optic had angled cracked areas on the edge that may indicate a plunger underride occurred. The observed damage would indicate the lens/plunger were not in acceptable positions for advancement. Top coat dye stain testing was conducted with acceptable results. Four of the returned unopened company cartridge for lot 16008797 were opened for evaluation. The four selected company cartridges were opened and microscopically examined with no damage observed. The company cartridges was functionally tested per the IFU. No lens or cartridge damage was observed after the lens deliveries. The company cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. No problem was found with the company cartridges. The IFU instructs: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company . The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The file will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during surgery, they noticed that the lens felt tight when loaded and then when the surgeon removed it to check how it was loaded, the haptic was ripped. Additional information has been requested.